Event description:
It was reported that the patient presented to the emergency room with a heart rate of 30 beats per minute. The right ventricular lead impedance had increased and there was loss of capture. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.